Manufacturer narrative:
Sr#: (B)(4). Date sent: 09/15/2004. Info not provided during initial contact. (B)(4). Analysis summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. No damage was noted on the remainder part of the blade. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure".

Event description:
It was reported that during the laparoscopic radical prostatectomy procedure, the generator started to display error code 5. Another shear had to be used to finish the procedure. There were no adverse patient consequences.